Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2022-00860. Related manufacturer report number 3006705815-2022-01105. It was reported that leads had high impedance issue as well and unable to enter MRI mode. The device system was therefore explanted, and a new system was implanted. There were no complications during the procedure. Therapy was restored. Patient was stable.